Event description:
It was reported that during the patient's in-clinic visit, the left ventricular (lv) lead of the cardiac resynchronization therapy pacemaker system was observed to be sensing atrial signals. The lv sensitivity was subsequently decreased to 1.5 mv and the v blank after a sense was adjusted to 85 ms. This seemed to decrease the oversensing but did not totally eliminate it. A slight increase in threshold was also observed, to 2.0 v @ 1.0 ms. It was planned to perform a chest-x-ray to verify the lv lead position, and the patient was scheduled for a remote follow-up appointment at the end of october. The lv lead remains in service. Additional information received indicated that the oversensing led to some inhibition of lv pacing and back-up right ventricular pacing and that the situation had been occasionally recurring for some time. It was recommended to continue normal follow-up.

Event description:
It was reported that during the patient's in-clinic visit, the left ventricular (lv) lead of the cardiac resynchronization therapy pacemaker system was observed to be sensing atrial signals. The lv sensitivity was subsequently decreased to 1.5 mv and the v blank after a sense was adjusted to 85 ms. This seemed to decrease the oversensing but did not totally eliminate it. A slight increase in threshold was also observed, to 2.0 v @ 1.0 ms. It was planned to perform a chest-x-ray to verify the lv lead position, and the patient was scheduled for a remote follow-up appointment at the end of october. The lv lead remains in service.